Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had an episode of ventricular tachycardia. It was also reported that there was concern that the device was having trouble mode switching or staying in mode switch. The device is still in use. No patient complications have been reported as a result of this event.